Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "mid- to long-term results of revision total knee replacement using press-fit intramedullary stems with cemented femoral and tibial components" written by p. Manopoulos, e. Havet, o. Pearce, j. F. Lardanchet, and p. Mertl published by the journal of bone and joint surgery accepted by publisher 29 february 2012 was reviewed. The article's purpose was to report the medium to long term outcome of a homogeneous series of revision total knee revisions and to assess radiologically the incidence of sclerotic lines and relate them to the clinical outcome. Data was compiled from 46 revision total knee revisions with follow less than two years (46 patients with age range 47 to 88 years). Original implants are unknown. All revision implants were depuy implants. Cement manufacturer is not identified and patella resurfacing was not discussed. Article clarifies that femoral and tibial augments were utilized and the femoral stems were uncemented while other components were cemented. Depuy products: pfc sigma tc3 with stem, adaptor, and tibial and femoral augments. Adverse events: peroneal nerve lesions (no indication of intervention, no indication of impact, no further information provided). Early infection (treated by debridement and antibiotics). Chronic regional pain syndrome (no indication of intervention). Severe mediolateral instability (treated by revision incorporating arthrodesis 6 years post op). Symptomatic aseptic loosening of stem (treated by revision to a hinged prosthesis 8 years post op). Radiologic detection of sclerotic lines in femoral and tibial side (no indication of intervention). Stem subsidence (treated by revision). Figure 1 reveals radiographic imaging of a (B)(6) male with asymptomatic progressive drift of femoral stem (no indication of intervention).